Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the ECG error - customer sending device to bench repair. There was unknown reported patient involvement / adverse patient impact.